Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) oxygen (o2) was fluctuating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, the o2 jumped above the set point and back down below the set point. The epgs was continued to be used for the remainder of the case successfully. The field service representative (fsr) verified the erroneous o2 readings. He replaced the epgs. Verification testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the service repair technician, the unit was end of service life and would not be repaired.

Event description:
Additional information was received that the reported complaint occurred during cardiopulmonary bypass (cpb). Per clinical review: on 25mar2022, the team experienced a problem with their heart lung machine (hlm) while on cpb, described as fluctuating oxygen (o2). Per the end user, during the case the o2 jumped way above the setpoint, and then way below the setpoint. The hlm was continued to be used and the case was completed successfully, with no change-out, no delay and no blood loss.